Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #1) an unspecified bard/davol perfix plug (device #2). The patient is making a claim for an adverse patient outcome against the composix kugel (device #1) and perfix plug (device #2). The patient's attorney alleges patient experienced emotional distress.